Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient presented with pain and x-ray confirmed that his exeter stem had fractured at the neck, requiring revision.

Event description:
The customer reported that the patient presented with pain and x-ray confirmed that his exeter stem had fractured at the neck, requiring revision.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through visual analysis and medical review. Visual inspection was performed as part of the material analysis report (mar). The parts were examined with the aid of a stereo microscope at magnifications up to 50x. Damage consistent with explantation process was observed on the stem. Dimensional & functional inspection: not performed as there is evidence from the visual inspection that the device is damaged. A material analysis has been performed. The report concluded: the stem fractured in fatigue with the final fracture occurring in overload. The fracture origin was at or near the location of the prehension hole. Debris was observed on the fracture surface of the stem. Eds showed the stem base alloy are consistent with astm f1586 alloy and the debris was consistent with iron oxide, biological material, and an unknown source of chlorine. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Review of these records confirms material failure and fracture of a tha femoral stem occurred, however, the root cause cannot be determined as insufficient information was available. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, surgical implant records from the surgeries, dated pre and post op x-rays/ imaging from the index and revision surgeries and outpatient office/clinic notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.